Manufacturer narrative:
Date of event is estimated

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had been using the program #3 since implant and had never tried any other program since implant. The patient came in today at 1.3v. The program 4 was at 1.1v, program1 at 2.7v and program 1 at 0v. The patient was getting a little bit of benefit but was having issues with urgency and urine leakage. Patient¿s voltage on program 3 had been reduced due to stim sensation in toe. It was unknown when this was done. It was unknown if this specific change in voltage coincided with the change in therapy benefit. Patient was still feeling stim sensation where she had always had it, including when she was getting good benefit. It was indicated that stim was increased on program 3 from 1.3 to 1.5v on the day of this report. They would have patient try this setting and see if it helps her symptoms. It was noted that patient did not have a fixed managing hcp. The issue started in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.